Manufacturer narrative:
Patient demographics: provided mean age was 54.9 years old and gender of article is 105 male, 43 female out of 148 patients. Patient information will reflect (B)(6) -year-old male. Patient weight info is not available.

Event description:
The following information was received through literature article early and midterm outcomes of in situ laser fenestration during thoracic endovascular aortic repair for acute and subacute aortic arch diseases and analysis of its complications published in journal of vascular surgery online in november 2020. This was a review of data from january 2017 to march 2019 of patients treated with thoracic endovascular aortic repair (tevar) and in situ laser fenestration (islf) of aortic arch branches in china. A total of 148 patients presented with symptomatic and acute or subacute stanford type a aortic dissection (taad), type b aortic dissection (tbad), thoracic aortic aneurysm, or penetrating aortic ulcer for a total of 183 arch vessels. Of the total population, 30 had ctag devices placed. Seven patients with endoleaks. One type ib and received reintervention repaired with another stent graft, three type ii endoleaks and three type iiic endoleaks repaired before procedure conclusion.